Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported", irregularity of the inner capsule is detected, with tears and separations leading to gel ","fibrous capsule space cooper's ligaments and fibrous fascial structures, as well as the interlobular tissue, are poorly differentiated (reproductive type). Interlobular spaces have increased echogenicity, not expanded", " thickness of fibroglandular zone:0.6 cm, not thickened", " internal rupture of the endoprosthesis capsule", " secondary ptosis" and "tension hematoma". Confirm whit ultrasound. Later patient report "was replaced because different implant brands, they changed the second one so that the breast was the same". Later healthcare professional reported "the patient noted pain in the left breast, changes in shape and density. Ultrasound revealed an implant rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.